Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 10x3.50 flextome cutting balloon was selected for use. During the procedure, the flextome cutting balloon was able to cross the lesion without issues. However, it was noted that the balloon ruptured at the sharp part of the calcified area at about 4atm. The procedure was completed with a different device. No patient complications were reported.